Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation due to oxidation of glucose indicating chemistry in the sensor hydrogel. A review of the raw sensor data also revealed optical instability, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 08 sept 2025. G3.date received by the manufacturer? 08 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231,3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a. (B)(6) 2025, 07:40 pm, 40, 233 (trend arrow and information regarding food and insulin could not be provided by the user.) B. (B)(6) 2025, 10:52 pm, 50, 168 (trend arrow and information regarding food and insulin could not be provided by the user.) C. (B)(6) 2025, 12 noon, 153, 104 (trend arrow and information regarding food and insulin could not be provided by the user.) D. (B)(6) 2025, 03:45 pm, 224, 135 (trend arrow and information regarding food and insulin could not be provided by the user.) The case was escalated to next level support where a return material authorization (RMA) was issued for sensor replacement due to possible deviation in the system performance from the normal behavior.